Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. There was no reported impact to customer's blood glucose level. It was indicated that the customer has back up insulin pens for continued insulin therapy.